Manufacturer narrative:
The qc was within range on the date of the event. A field service engineer (fse) was able to resolve the issue by replacing the potassium and chloride electrodes. The cause of the event could not be determined.

Manufacturer narrative:
The unit of measurement for the potassium results is mmol/l. Exact results were provided for both patients. Additional questionable sodium electrode results from the cobas b 221 <6> system were provided for patient 1. Patient 1's initial potassium result was 13.27 mmol/l, and the repeat result with another analyzer was 6.13 mmol/l. The initial sodium result was 126.1 mmol/l, and the repeat result with another analyzer was 133.2mmol/l. Patient 1 had a potassium result from the previous day of the event of 6.6 mmol/l. Patient 2's initial result was 7.55 mmol/l, and the repeat result with another analyzer was 3.57 mmol/l. The samples were repeated because the customer noticed that they gave too high a result. The investigation is ongoing.

Manufacturer narrative:
The potassium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable potassium electrode result from the cobas b 221 <6> system, the unit of measurement was requested but not provided. Patient 1's initial result from the b221 system was 7, and the result from an unspecified chemistry analyzer was 3.5. Patient 2's initial result from the b221 system was 8, and the result from an unspecified chemistry analyzer was 3.3. Additional results were provided. It is unclear if these are additional patient results or qc results. Clarification has been requested but has not been provided. The initial result from the b221 system was 6.13, and the repeat result on another cobas b221 system was 3.27.